Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 1:33 pm, the meter result was 5.8 inr. At 1:43 pm, the meter result was 7.7 inr. Customer was unsure if the same finger was used for both tests. The customer has a therapeutic range of 2.5-3.5 inr.